Event description:
Started cesarean surgical case, device seemed to be working normally. Once the coag button was used, the device got stuck in coag mode, constant beep heard from machine. Unable to get it to turn off. Device was unplugged, and when plugged back in, an error message showed up on the screen with a caution triangle that said something to the effect of "replace device". Unit was replaced with a new pencil which worked appropriately.